Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique device identifier not applicable. Last/given name unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported that a patient presented to their office for an office visit because the implant at tooth location #27 was causing pain. The patient was placed on antibiotics to clear the infection but was not willing to go through any salvage procedures or to attempt placing another one. It was then scheduled to be removed. Upon clinical evaluation, the implant had a 10mm + pocket. Symptoms as a result of the event: bone loss.